Event description:
During a procedure the doctor attempted to use the clickclean and the lower left part was blocked. She tried to clear it several times and was unsuccessful. The anesthesia time was extended briefly. There was no harm to the patient.